Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that an expired product was opened and used in a case.

Manufacturer narrative:
Alleged failure: expired product used. Probable root cause: poor quality print, incorrect information printed. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Gtin: (B)(4). The device manufacturer date is not known.

Event description:
It was reported that an expired product was opened and used in a case.